Event description:
Study event. Device malfunction: none. Symptoms/ae: severe headache, hyperperfusion syndrome, and parethesia left arm. Time of symptoms/ae: beginning 1-day post right internal carotid procedure. It was reported that the patient experienced a severe headache post angioplasty with strong suspicion of early hyperperfusion syndrome. The patient was treated with antihypertensives and tylenol. The condition is improved but continuing. In 2007, the patient experiencing left arm numbness resolving on the following day. Also, prior to that day , the patient experienced a severe headache and reported at 30-day follow-up the next month, the symptoms were improved; however, continuing. No additional information available.

Manufacturer narrative:
.